Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort described by the patient as heating at the ipg site. The sensation is not associated with recharging the ipg or stimulation being on or off. The patient reports the sensation began after he suffered a fall and fractured his hip. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively.